Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The pt had a small distal aorta. It was reported that seven hours post implant, the pt complained of pain down the right leg. An angiogram was performed and showed the ipsilateral limb was closed due to thrombus. A balloon was used to remove thrombus from within the stent graft and to expand the stent graft. The "kissing" balloon and stent technique (self expanding stents) was then performed to successfully resolve the occlusion. There was good flow and the pain was resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (arterial/vessel occlusion). (Small distal aorta). Eval, conclusion: (small distal aorta).